Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the lip ring had damaged. The customer¿s blood glucose level was 193 mg/dl at the time of the incident. Customer also stated that the insulin pump was not rewinding so good. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).